Event description:
It was reported that the customer had normal blood glucose levels of 130 mg/dl. The customer reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus and basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.